Event description:
It was reported that the implantable pulse generator (ipg) device had a power on reset (por). All parameters were restored and tested fine. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5092-58 lead, implanted: 2003-(B)(6).